Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
During in service training performed by a getinge cardiac assist account manager (caam) the cardiosave alarmed fiber optic sensor module failure. No patient involvement. No adverse event reported. The cardiosave was taken to the biomedical engineering department.

Manufacturer narrative:
08/29/2017 02:38 pm (gmt-4:00) added by (B)(4) (pid-(B)(4)): 08/29/2017 11:08 am (gmt-4:00) added by (B)(4) (pid-(B)(4)): the service territory manager (stm) evaluated the iabp and performed a fiber optic test and the iabp passed. The stm also utilized a different intra-aortic balloon (iab) with fiber optic and could not duplicate the event. The iabp passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use. The initial reporter is a getinge cardiac assist (B)(4)). It is there phone number and email reported.

Event description:
During in service training performed by a getinge cardiac assist account manager (caam) the cardiosave alarmed fiber optic sensor module failure. No patient involvement. No adverse event reported. The cardiosave was taken to the biomedical engineering department.